Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that there were three communication failures during a surgery: first communication failure: the event occurred under the rosa planning tab. After the placement of the first trajectory, the view long screen option was used to evaluate the trajectory placement. As the trajectory was being evaluated, a communication failure window suddenly opened up and the rosa brain robot then proceeded to shut down. This event delayed the surgery case 5 minutes. Second communication failure: for this particular event, the surgeon was operating the rosa brain robot under the guidance mode. As the rosa brain robot arm was approaching the second trajectory, the surgeon lifted his foot off the foot pedal to stop the rosa brain robot arm¿s movement. He then removed the drill adaptor attached to the instrument holder. The surgeon stepped on the pedal to drive the rosa arm towards the trajectory again. The previous step resulted in an error message and the rosa brain robot proceeded to shut down. This event delayed the surgery case 5 minutes. Third communication failure: for this particular event, the surgeon was operating the rosa brain robot under the guidance tab. The rosa brain robot arm was sent to a specific trajectory. Once the rosa brain robot arm reached its destination, the cooperative mode was chosen to be on axial and slow. The doctor held his foot down on the vigilance device pedal and then pushed the instrument holder closer to the patient¿s head. A communication failure message appeared during this last step and the rosa brain robot proceeded to shut down. This event delayed the surgery case 5 minutes.

Event description:
It was reported that there were three communication failures during a surgery: first communication failure: the event occurred under the rosa planning tab. After the placement of the first trajectory, the view long screen option was used to evaluate the trajectory placement. As the trajectory was being evaluated, a communication failure window suddenly opened up and the rosa brain robot then proceeded to shut down. This event delayed the surgery case 5 minutes. Second communication failure: for this particular event, the surgeon was operating the rosa brain robot under the guidance mode. As the rosa brain robot arm was approaching the second trajectory, the surgeon lifted his foot off the foot pedal to stop the rosa brain robot arm¿s movement. He then removed the drill adaptor attached to the instrument holder. The surgeon stepped on the pedal to drive the rosa arm towards the trajectory again. The previous step resulted in an error message and the rosa brain robot proceeded to shut down. This event delayed the surgery case 5 minutes. Third communication failure: for this particular event, the surgeon was operating the rosa brain robot under the guidance tab. The rosa brain robot arm was sent to a specific trajectory. Once the rosa brain robot arm reached its destination, the cooperative mode was chosen to be on axial and slow. The doctor held his foot down on the vigilance device pedal and then pushed the instrument holder closer to the patient¿s head. A communication failure message appeared during this last step and the rosa brain robot proceeded to shut down. This event delayed the surgery case 5 minutes.

Manufacturer narrative:
It was reported that three communication failures occurred during a surgery. Device history record review and complaint history review were not performed based on the low severity of this complaint. A review of the log files from the subject event was performed. This confirmed that three communication errors occurred. The first one was due to a tcp socket. The second and third ones are due to known software anomalies.